Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer to failure investigation (fi) for analysis. The ul lr / ur ll resistance are out of specifications. Faults are found on this returned touchscreen.

Manufacturer narrative:
G4: 08jun2020. B4: 25jun2020. Usage of device: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the touchscreen and the issue was resolved.